Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may be over delivering at times. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they were going low for no reason. The customer reported issues with unresponsive buttons, diminished pump battery life, a dimmer pump backlight, and slower pump rewind. Troubleshooting was not completed as the customer could not be reached back. The insulin pump will not be returned for analysis.